Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), endometritis ('endometritis'), pelvic infection ('pelvic infection'), menorrhagia ('abnormal bleeding (menorrhagia)/ non stop bleeding very heavy at times'), genital haemorrhage ('abnormal bleeding\non stop bleeding\very heavy') and post procedural fever ('post op fever') in a 29-year-old female patient who had essure (batch no. 959213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin from 2006 to 2008. Concurrent conditions included condom since 2008, uterine bleeding and menometrorrhagia. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2011 to (B)(6) 2012 and norethisterone acetate (norethindrone acetate) in 2012 for birth control as well as ethinylestradiol;ferrous fumarate;norethisterone (generess fe), minerals nos;vitamins nos (prenatal vitamins) and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 7 months 17 days after insertion of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced post procedural fever (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), mood swings ("mood swing"), allergy to metals ("allergic to nickel / nickel allergy"), rash ("rash"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("bloating"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain/ severe abdominal pain"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation, bilateral salpingectomy ). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, endometritis, pelvic infection, menorrhagia, post procedural fever, mood swings, vaginal haemorrhage, allergy to metals, rash, migraine, dysmenorrhoea, vaginal discharge, fatigue, abdominal distension, abdominal pain lower, female sexual dysfunction and nausea outcome was unknown, the genital haemorrhage and abdominal pain had resolved and the headache and weight decreased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, endometritis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic infection, pelvic pain, post procedural fever, rash, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events post op fever, nausea were added, concomitant drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complication suffered by plaintiff was not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow up information received on 30-jun-2016: quality-safety evaluation of product technical complaint (ptc) (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and pelvic infection ("pelvic infection") in an adult female patient who had essure (batch no. 959213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin from 2006 to 2008. Concurrent conditions included condom since 2008. Concomitant products included anovlar (microgestin) from (B)(4)2011 to(B)(4)2012 and norethisterone acetate (norethindrone acetate) in 2012 for birth control as well as prenatal vitamins and salbutamol (albuterol). On(B)(4)2012, the patient had essure inserted. In november 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), mood swings ("mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic to nickel / nickel allergy"), rash ("rash"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss"), abdominal distension ("bloating"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(4)2013. At the time of the report, the pelvic pain, pelvic infection, mood swings, vaginal haemorrhage, menorrhagia, allergy to metals, rash, migraine, dysmenorrhoea, vaginal discharge, fatigue, abdominal distension and abdominal pain lower outcome was unknown, the genital haemorrhage and abdominal pain had resolved and the headache and weight decreased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic infection, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(4)2013: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(4)2018: pfs: reporter added, patient concomitant condition added, concomitant drug added, lot number received, events medical device removal and complication associated with device replaced with events:- pelvic pain, genital haemorrhage, pelvic infection, mood swings, vaginal haemorrhage, menorrhagia, allergy to metals, rash, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, abdominal distension, abdominal pain lower, abdominal pain. "Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), endometritis ("endometritis"), pelvic infection ("pelvic infection") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 29-year-old female patient who had essure (batch no. 959213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin from 2006 to 2008. Concurrent conditions included condom since 2008, uterine bleeding and menometrorrhagia. Concomitant products included anovlar (microgestin) from (B)(6) 2011 to (B)(6) 2012 and norethisterone acetate (norethindrone acetate) in 2012 for birth control as well as prenatal vitamins and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, 7 months 17 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), pelvic infection (seriousness criteria medically significant and intervention required), mood swings ("mood swing"), allergy to metals ("allergic to nickel / nickel allergy"), rash ("rash"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss"), abdominal distension ("bloating"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain") and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, endometritis, pelvic infection, mood swings, vaginal haemorrhage, menorrhagia, allergy to metals, rash, migraine, dysmenorrhoea, vaginal discharge, fatigue, abdominal distension, abdominal pain lower and female sexual dysfunction outcome was unknown, the genital haemorrhage and abdominal pain had resolved and the headache and weight decreased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, endometritis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic infection, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on 1-jun-2018: pfs and medical record received: the event apareunia, endometritis added. Concurrent condition, reporters added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), endometritis ("endometritis"), pelvic infection ("pelvic infection") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 29-year-old female patient who had essure (batch no. 959213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin from 2006 to 2008. Concurrent conditions included condom since 2008, uterine bleeding and menometrorrhagia. Concomitant products included anovlar (microgestin) from (B)(6) 2011 to (B)(6) 2012 and norethisterone acetate (norethindrone acetate) in 2012 for birth control as well as prenatal vitamins and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, 7 months 17 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), pelvic infection (seriousness criterion medically significant), mood swings ("mood swing"), allergy to metals ("allergic to nickel / nickel allergy"), rash ("rash"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss"), abdominal distension ("bloating"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain") and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, endometritis, pelvic infection, menorrhagia, mood swings, vaginal haemorrhage, allergy to metals, rash, migraine, dysmenorrhoea, vaginal discharge, fatigue, abdominal distension, abdominal pain lower and female sexual dysfunction outcome was unknown, the genital haemorrhage and abdominal pain had resolved and the headache and weight decreased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, endometritis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic infection, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.